Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had cracks and scratches. The customer also stated that she was hospitalized for high blood glucose levels. The customer requested a replacement insulin pump without troubleshooting. Nothing further was reported.